Event description:
(B)(4). Have pain meds for fibromyalgia; restless legs; increased fatigue; disturbed sleep; eye twitching every day now; contact dermatitis on both eyelids; pain in legs and feet.

Event description:
(B)(4). Eye discomfort, itching; night vision impaired; body aches (at one point my ra thought it might be fibromyalgia).

Event description:
(B)(4). Low back pain; occasional facial twitching; anxiety; memory fog; recent hot flashes; night sweats; left hand numbness when lying down; left side and abdomen pain more frequent; lightheaded.

Event description:
(B)(4). Started to get recurring headaches/migraines; pressure in back of head; fatigue; occasional cramping; pain in left side/abdomen; hair thinning; infection in toe that won't heal; external vaginal itching- I have ra since age (B)(6).